Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was over 8.5gb. Dialed in to the station and the recovery model was verified as simple, with the database over 9gb. A technical support specialist (tss) followed steps to shrink the database using a powershell script. The database was successfully shrunk, and disconnected mode was turned off after completion. The database was verified to be below 8gb. The user pulled medication without delay. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, pyxis experienced slow performance issues that persisted after a reboot. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.